Event description:
The customer reported the +18.0 diopter cc4204a single piece lens tore as it was going in the eye. There was no patient injury. The customer did not know the cause of the event and could not provide any further information.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation method: lens work order search. Results: a lens work order search was performed and revealed there were no similar complaints within the work order. Conclusion 67(unable to confirm): based on the complaint history and work order search, we were unable to confirm this complaint. The product was not returned. (B)(4).